Event description:
The user facility reported leakage of the terumo surflo i.v. Catheter involved. After the catheter product punctured the patient, was connected to the infusion set, and primed with saline; leakage was noticed when the clamp of the infusion set was opened. The leakage portion was confirmed to be at the connection section between the catheter tube and the hub. The event occurred intra-operative. There was no patient injury, medical or surgical intervention required. The affected product was replaced by a new product. No health hazard was reported.

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided . Ethnicity: requested, not provided. Race: requested, not provided. Expiration date - october 2026. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter name : (B)(6). One (1) catheter was received connected to a syringe. When we pushed the plunger, leakage was confirmed at the connection between the catheter tube and the catheter hub, as reported. The catheter tube was removed from the catheter hub to closely verify the damaged portion. As a result, inverted v-shape damage, which the inner needle had most likely created while it was being punctured, was observed. Moreover, when we split the catheter hub to further check, a scratch was observed on the inner surface of the hub, which was presumed to have been created by needle tip contact. The concerned product type is continuously produced by fully automated machinery, and an inner needle and a catheter are assembled by one-time operation. If an inner needle contacts a catheter tube, an inner needle will become exposed on the outside of the catheter tube, therefore, the automated inspection machine detects such defective product automatically and those products are ejected to the exclusive disposal container. The accuracy and system function are periodically checked to ensure the integrity of our inspection system. When we reviewed our manufacture inspection records of the reported lot number, defective products, such as a product with exposed inner needle or scratch on a catheter, were not observed. We have investigated our manufacture inspection records with focusing on the possibility that the inner needle had contacted to the catheter tube during the inner needle and catheter fitting process. However, we were not able to identify the specific root cause. Relevant instructions for use (IFU) reference: do not attempt to re-insert a partially or a completely withdrawn needle. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835.